Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the filter during an infusion of hyperal using a trifuse connector mated to a PICC line. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The extension set and the filter vent were visually inspected and no damage or anomalies were noted. Functional testing confirmed droplets flowing out of the filter¿s vent. The root cause of the reported leak was a damaged filter vent membrane. The cause of damage is unknown.